Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Reportedly, the pump supplies were changed to address the issue. No additional information was provided. Multiple attempts were made to follow up on the reported issue; however, a response was not received.